Event description:
Investigation results are now available.

Manufacturer narrative:
DHR-review: ref#: 4265 lot#: 2984922. Yield: 50. Delivered: 49. Scrapped: 1. Reason for scrapping: setting issue during manufacturing: inner surface damaged. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: incorrect product, mislabeling or mixup. Event description: it was reported that during implantation of the insert it was noticed that something wasn't right with the sizes and that the size 52 inlay didn't sit in the cup. The markings on the products were then looked at and it was then noticed that the wrong size was implanted. The cup was implanted without any problems. Review of received data: post-op and pre-op x-rays have been received. With the given x-rays the size of the implanted cup could not be determined. The surgical report of the implantation on (B)(6) 2019 was received. The report describes the issue of impacting the inlay 32 ii in the cup 52 ii: inserting the allofit titan hip cup size 52mm. The cup achieves a tight position in the desired position inserting the screw plug into the bottom of the cup. Inserting two self-taping bone screws size 15 and 50mm. Inserting the polyethylene inlay, inlay size 32 ii, which is too small for the allofit cup. After too many attempts by surgeon dr. (B)(6) and first assistant dr. (B)(6), it was not possible to reposition or insert the inlay, and a second inlay size 36 jj was chosen which was easily impacted. We assume that the impacted allofit cup is actually 54 jj instead of 52 ii. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. To determine the final scope the products manufactured in the same time frame were reviewed within health hazard evaluation (hhe). It was determined that 2 lots from allofit-s shells size 54 were manufactured in a similar / close time frame as the reported complaint lot (complaint lot: 2984922 was manufactured from 15 feb 2019 - 01 march 2019). The two other lots identified were following: lot 2984958 (item 4266) was manufactured from 18 feb 2019 - 06 mar 2019. Lot 2984959 was also manufactured from 18 feb 2019 - 06 march 2019. Two other lots were declared potentially affected, but as there is no close overlap in the manufacturing dates, both lots were excluded (excluded lots: 2983871 and 2986795). A DHR review of all 3 lots was performed. The reviewed lots were following: 2984922 (from (B)(4)) 2984958 and 2984959. The DHR review did not show any non-conformities. For all 3 lots there is in 2 production steps (lasermarking and final inspection) a 100% control in place - no non-conformities were detected. Additionally a stock investigation was performed for the products in zb control: lot 2984922 - 10 devices were opened, all 10 devices were confirmed to be size 52 shells as intended, total lot size 49 devices. Lot 2984958 - 11 devices were opened, all 11 devices were confirmed to be size 54 shells as intended, total lot size 50. Lot 2984959 - 6 devices were opened, all 6 devices were confirmed to be size 54 shells as intended, total lot size 48. No non-conform devices could be found. Therefore it can be stated that the potential mix-up is not systematic. Conclusion summary: it was reported that a size 54 shell was packaged in a size 52 shell product packaging. The identification numbers of the questioned cup were not provided and remain unknown. Post-op and pre-op x-rays have been received. With the given x-rays the size of the implanted cup could not be determined. No product or packaging was returned to zimmer biomet for in-depth analysis. According to the received surgical report (implantation on (B)(4) 2019), it is assumed that the impacted allofit cup is actually 54 jj instead of 52 ii. The lot number of the implanted cup stays unknown. To determine the scope of products manufactured in the same time frame internal documents were reviewed within health hazard evaluation (hhe). The review of those manufacturing records did not show any non-conformities. Additionally, during manufacturing process two production steps with a 100% examination were included. No non-conformities were detected.. Furthermore, a stock investigation was performed for the products under zimmer biomet control. No non-conform devices could be found. Therefore it can be stated that the potential mix-up is not systematic. Based on the given information and the results of the investigation, neither a mix-up nor a systematic issue could be confirmed or reproduced. The investigation results did not identify a non-conformance or a complaint out of box (coob). However, as the products in the field could not be investigated, a mix-up could not be fully excluded, therefore a field action ¿ removal has been initiated. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2019-00363-1.

Manufacturer narrative:
Concomitant medical products: durasul, alpha insert, jj/36; item # 01.00013.710, lot # 2985492; avenir mueller, stem, standard, uncemented, ha, 5, taper 12/14; item # 01.06010.005, lot # 2970859. This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states under 510(k) number k003758 x-rays, and product stickers were received and will be reviewed as part of ongoing investigation. The following report is associated with this event: 0009613350-2019-00363. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that inside the packaging of an allofit shell 52, an allofit shell 54 was found during surgery. Attempts to obtain additional information have been made; however, no more is available at this point.